Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A nurse reported an issue with a schon dialysis catheter. The following was reported:  catheter was resulting in high arterial pressure alarms. Ultimately, the line needed to be replaced. There was no report of the patient experiencing any adverse effects or harm as a result of this incident. No further details are able to be provided.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. No catheter sample was returned for evaluation.  Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. (B)(4) was sent to the manufacturer of the schon dialysis catheter device to make them aware of this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all distribution specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).